Event description:
It was reported that the patient underwent an implant of a cervical paddle lead and post surgery the patient could not move her left arm. The physician explanted the paddle lead. It is unknown if the symptom is related to lead placement. The explanted paddle lead was disposed by the facility.